Event description:
A customer reported an unexpected software behavior, in that there is a different menstrual age calculation shown between the aegis review station ob calculation and the xp ob calculation of approximately 1-2 days.